Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s father reported the sensor wire detached and remained in the patient¿s skin. The patient was evaluated by a physician on (B)(6) 2019 and had an ultrasound which confirmed the presence of the sensor wire in the skin. The patient had surgery on (B)(6) 2019 to remove the wire from the abdomen. After surgery he had a wound healing issue due to encapsulated exudate. No further treatment and no medication were needed as it was indicated that it should reduce/disappear with time. At the time of contact, the patient is doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.